Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked battery tube thread, a completely broken off reservoir tube lip, a missing reservoir tube lip o-ring, a cracked case near the display window corners, and minor scratches on the display window, as noted by analysis. The test reservoir does not stay locked in place due to the reservoir tube lip damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 133 mg/dl at the time of the incident. Customer states that the top of the reservoir broke off. Customer was taking out the reservoir when a piece broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.